Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-apr-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station screen went black while in use, but power was still supplied to the device. A field service engineer tested the battery, inspected power cable connections, and checked for physical damage. Then, the field service engineer replaced the power supply and informed the customer to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that bd pyxis¿ anesthesia station es pas turned off on its own and dark screen. The customer stated that the malfunction occurred, and user was able to remove the medication from another station. There were no adverse events or injuries reported based on this event.